Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 the patient's blood glucose reading was at 485 mg/dl with symptoms of dehydration, headache and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue with the pump. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal deliveries and determined that they were correct and as programed. Review of bolus delivery indicated that there was a discrepancy between the sum of daily total and the pump's total daily delivery bolus total. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported total bolus discrepancy issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found that the last basal was delivered on the complaint date and the last bolus was delivered a day before the complaint date. The bolus total in the bolus history was consistent with the bolus total in the total daily delivery at the time of reported issue. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus was executed and recorded correctly in the bolus history as well as the bolus in the total daily delivery history. Unrelated to the complaint, a battery compartment crack was found near the case seal. (B)(4)